Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 5.4, lab: 1.45. Testing occurred about 8 hours apart. Pt therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.